Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was missing and there where minor scratches on liquid crystal display. During functional testing, the reported complaint was duplicated. Cassette not attached properly error alarm was duplicated and repeated during the investigation. Root cause was found to be a defective downstream occlusion sensor; iit was inoperable. Downstream occlusion sensor was replaced.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm when cassette is attached. No adverse effects reported.